Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 300.4mcg/d via an implantable pump. On (B)(6) 2020 a possible infection at the pump pocket was reported. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was a full explant and then a full implant. The patient had a full explant of his pump and catheter due to an infection at pump pocket. A new catheter and pump were implanted, using other side of abdomen. The issue was resolved at the time of the event. The patient status was noted as alive no injury and no further complications were reported or anticipated regarding the event.